Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a frayed grip cable at distal end. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional unrelated observation(s) not reported: the instrument was found to have mechanical indentations on the distal clevis. There were missing pieces that could not be measured in size. The probable root cause of the mechanical indentations on the distal clevis was attributed to the user.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.